Event description:
Physician reported via regulatory reporting agency voluntary sus medwatch #mw5146494 "bia-scc". The event "squamous cell carcinoma" is not device related since it has not been associated with breast implants.

Manufacturer narrative:
In response to FDA report number: mw5146494.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Continued: h6- f2203. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: lymphadenopathy, seroma.

Event description:
Physician reported via regulatory reporting agency voluntary sus medwatch #mw5146494 "bia-scc". Physician later reported "right internal mammary chain lymphadenopathy and seroma". This record is for the right side. Device has been explanted.